Event description:
It was reported that the surgeon inserted a micl13.2 implantable collamer lens on (B) (6) 2006. The patient reported macular bleeding resulting in partial vision loss on the 48 month post-treatment follow up form. The lens remains implanted.

Manufacturer narrative:
(B) (4). Method - work order search. Results - a work order search was performed and there were no similar complaints found. (B) (4).

Manufacturer narrative:
Results: macular bleeding is not related to icl implantation. The tcl is implanted at the ciliary sulcus which has no contact with the macula. The most likely cause of this adverse event is the patient's condition. Conclusion: (no device failure). Based on the complaint history, work order search and medical review, the most likely root cause of the event was a patient condition.

Manufacturer narrative:
Additional information was received from the surgeon's office confirming the patient's report of macular bleeding. Myopic maculopathy was noted as the cause of the condition. The condition occurred on (B)(6) 2009. Medication was prescribed to treat the condition. Impact of this condition was noted as minor. Post-op va in the od 20/20.